Event description:
It was reported, the patient¿s device was explanted due to a gradual loss of therapeutic effect. Reprogramming was performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of interstim s/n (B)(4) found insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# v649189, implanted: 2011 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).